Event description:
A turnpike lp microcatheter was used during the pci. The tip of the turnpike microcatheter had broken and was still on the wire. Attempted multiple ways to withdraw it, however elected to leave a small piece of the tip. FDA safety report ID# (B)(4).